Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, when the surgeon was installing a tibia nail using our suprapatellar tibia nailing system, unable to get the proximal locking screws through the nail using the aiming arm and the devices may be out of alignment. It is unknown if fragments generated. There was no surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: unk - screw (part# unknown; lot# unknown; quantity: unknown). Unk - nails (part# unknown; lot# unknown; quantity: unknown). This complaint involves seven (7) devices. This report is for (1) 3.2mm trocar. This report is 3 of 7 for (B)(4).